Manufacturer narrative:
The evaluation revealed the exchanged sliding core to be the primary product. An investigation and a review of the DHR were not possible because neither the sliding core, nor the lot code were available. If the explanted sliding core was defective or damaged was not reported. The root cause of the sliding core exchange could not be determined. The customer reported that a medial osteophyte was removed, most likely this is the main reason for the revision and the sliding core was exchanged as a routine measurement. Heterotopic bone formations and revisions due to several reasons are IFU listed adverse effects. A more precise evaluation was not possible due to missing information and product. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Poly swap is scheduled for (B)(6) 2017.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4). Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Hospital policy.

Event description:
Poly swap is scheduled for (B)(6) 2017.